Event description:
Central service tech stated that the infection control nurse had requested the technique guide and sterilization instructions. She also stated that there had been an issue with a patient that involved an infection after an acl repair with the possibility that a piece of the driver had broken off and remained in the patient. She had replaced the driver a number of weeks ago and discarded the damaged driver as she had not been notified that she needed to keep it.

Manufacturer narrative:
Device is not being returned for evaluation as it was discarded at the facility. No link has been made to the condition of the pt and any smith & nephew device.